Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a knee arthroscopy, it was noticed in two (2) fast-fix devices that, after t1 was positioned without any complications on the patient's lateral meniscus injury, the lancet that pushes the point was not returned. An attempt was made to raise it again, but it was not achieved and the t2 was lost since the lancet was never returned, and the point could not be positioned in the meniscus. The surgeon removed the handle and cut the sutures with a shaver blade and kelly forceps in order to remove the t1 and ensure that no loose body remained inside the joint. The procedure was resumed, without any surgical delay, using the same device. No further complications were reported. The patient's status is stable.